Event description:
A patient was implanted with a tfn on an unknown date. Post operative, the patient was experiencing pain and returned to the surgeon. The surgeon recommended a total hip replacement. The patient was returned to the or on (B)(6) 2012 for removal of the tfn. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.